Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including, na (sodium), k (potassium) and cl (chloride), on their au480 clinical chemistry analyzer. The samples were repeated with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the ise buffer valves, buffer syringe and syringe case to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).